Event description:
The customer reported that a pt dialyzed in 2006 during the third shift of the day on this machine. The pt voice no complaints, prior to treatment. The pt's vital signs were: standing blood pressure 149/77 mmhg; sitting blood pressure 143/77 mmhg; pulse 64 per minute, temperature 36.5 degress celsius and respiration 20 per minute. The pt's access was a left avf. The pt's dry weight was not recorded on the chart and the pre weight for this treatment was 110.89 kg. The pt had a 4.3 kg weight gain, since the prior treatment. The treatment record indicates that the machine was to be programmed to remove 5.0 kg. The pt's medical history was not provided by the clinic.

Manufacturer narrative:
See attached failure investigation systems report numbers 1264335. Note that with cessation of all manufacturing activities in december 2000, gambro renal products is no longer a medical device manufacturer.